Manufacturer narrative:
(B)(4).

Event description:
It was reported via a hot line call. The registered nurse (rn) in the intensive care unit (ICU) called with a patient with possible helium loss alarms and frequent ectopy. The fiber optic sensor (fos) was not working, the patient was being supported, and was stable. The rn denied any blood in catheter or kinks in system. The clinical support specialist (css) asked the rn to confirm that no blood was visible in the helium drive line tubing. The rn confirmed. The patient was small in stature and the rn did not believe there was a kink at the insertion site. She stated the patient was stable. The css had the rn decrease the assist ratio to 1:2 to see if the alarms disappeared. She stated she had 4-5 alarms back to back and now has not had one in over 20 minutes. The attending medical doctor (md) was at the bedside as well. The patient's hemodynamics were: 82/55 with augmentation (aug) of 92 and a mean arterial pressure (map) of 76, heart rate (hr) normal sinus rhythm (nsr) at 70. There was a slight widening of the inflation and deflation artifact. The css had the rn change the pump back to 1:1 and the alarms did not return. The patient's rhythm had returned to normal during the call. The css directed the rn to call if she had any additional questions. Another call was received by the css from the night nurse. He noted condensation in the helium driveline tubing. He had emptied the cold trap prior to the call. He stated the condensation was clear without any evidence of blood in the tubing. The patient was stable and they had not had any further helium loss alarms since the earlier call. The css told the night nurse they could change the pump out now if they were concerned, or wait until the patient was weaned, but they would need to send the intra-aortic balloon pump (iabp) to the biomed to be checked. He stated the patient was fine and he wanted to make sure he could leave the pump on. He said they would send the pump after it was removed from the patient. There was no reported patient death, injury or complications. There was no delay/interruption in therapy. Medical / surgical intervention was not required. The patient outcome was stable at end of call. Additional information received from the sales rep indicated the issue was with the catheter and not the pump. They replaced the catheter. The customer did not have their hospital biomed evaluate the pump.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for analysis and the reported complaint of "helium loss alarms" is confirmed. A puncture consistent with contact from the broken fiber was found near the distal tip of the catheter which likely caused the pump to alarm for helium loss. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This issue will be monitored for any developing trends.

Event description:
It was reported via a hot line call. The registered nurse (rn) in the intensive care unit (ICU) called with a patient with possible helium loss alarms and frequent ectopy. The fiber optic sensor (fos) was not working, the patient was being supported, and was stable. The rn denied any blood in catheter or kinks in system. The clinical support specialist (css) asked the rn to confirm that no blood was visible in the helium drive line tubing. The rn confirmed. The patient was small in stature and the rn did not believe there was a kink at the insertion site. She stated the patient was stable. The css had the rn decrease the assist ratio to 1:2 to see if the alarms disappeared. She stated she had 4-5 alarms back to back and now has not had one in over 20 minutes. The attending medical doctor (md) was at the bedside as well. The patient's hemodynamics were: 82/55 with augmentation (aug) of 92 and a mean arterial pressure (map) of 76, heart rate (hr) normal sinus rhythm (nsr) at 70. There was a slight widening of the inflation and deflation artifact. The css had the rn change the pump back to 1:1 and the alarms did not return. The patient's rhythm had returned to normal during the call. The css directed the rn to call if she had any additional questions. Another call was received by the css from the night nurse. He noted condensation in the helium driveline tubing. He had emptied the cold trap prior to the call. He stated the condensation was clear without any evidence of blood in the tubing. The patient was stable and they had not had any further helium loss alarms since the earlier call. The css told the night nurse they could change the pump out now if they were concerned, or wait until the patient was weaned, but they would need to send the intra-aortic balloon pump (iabp) to the biomed to be checked. He stated the patient was fine and he wanted to make sure he could leave the pump on. He said they would send the pump after it was removed from the patient. There was no reported patient death, injury or complications. There was no delay/interruption in therapy. Medical / surgical intervention was not required. The patient outcome was stable at end of call. Additional information received from the sales rep indicated the issue was with the catheter and not the pump. They replaced the catheter. The customer did not have their hospital biomed evaluate the pump.